Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 12am with blood glucose of 970 mg/dl. Patient's current blood glucose was 196 mg/dl. Customer reports they feel okay to troubleshoot. Customer treated for high blood glucose with injections. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test. Test results was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08735 inches. Unit was received with pillowing keypad overlay and minor scratches on lcd window.